Manufacturer narrative:
(B)(4), results: (based on the info provided, no root cause can be determined), (stroke). Conclusion: (based on the info provided, no root cause can be determined).

Event description:
An endeavor sprint rapid exchange drug-eluting stent diameter 3.5 mm length 24 mm was successfully deployed to the proximal right coronary artery during index procedure. Approx 3 days post stent implant the pt suffered a cerebral stroke. Pt was treated with medication and was reported to have recovered 3 weeks later.